Event description:
Customer reported that on (B)(6) 2012, at 6:40 pm her blood glucose measured 281 mg/dl, so she administered an .55 unit bolus dose of insulin. At 7:30 pm her bg had risen to 378 mg/dl, so she took an additional 1.5 unit bolus. By 8:30 pm her bg had decreased to 330 mg/dl and by 9:30 pm to 300 mg/dl, where it remained at 10:00 pm. She removed the device at that time and observed that the cannula was "crinkled" a little.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the crinkled cannula or to determine if it, or some other product condition, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance. Drink eight ounces of water every 30 minutes until blood glucose is within bg goal."